Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8253958. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-09-10. Medical device lot #: 8267593. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-09-24. Medical device lot #: 8240846 medical device expiration date: 2021-07-31 device manufacture date: 2018-08-28 medical device lot #: 8241905. Medical device expiration date: 2021-08-31. Device manufacture date: 2018-08-29. Medical device lot #: 8232826. Medical device expiration date: 2021-07-31. Device manufacture date: 2018-08-20. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage.

Event description:
It was reported that during use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with leakage.

Manufacturer narrative:
Investigation summary: DHR- review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. No quality notification were initiated during the build of this lot number. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.